Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardiovascular lab the md inserted the super arrow-flex ('saf') sheath into the patient. As the md was inserting the intra-aortic balloon ('iab') through the saf sheath, it became stuck. The iab "gets stuck at the tip" of the sheath. As a result, the iab was not used. The md requested another iab for this patient. There were no reported patient complications. Additional information received by the cardiovascular lab manager on 1/13/2010 stated the iab was prepped per instruction. The iab and saf sheath were removed as one unit. The second iab was inserted using the teflon sheath.